Manufacturer narrative:
(B)(4). Concomitant medical products: all poly patella cemented 32 mm diameter, cat#: 42540000032 lot#: 62467036 palacos r 1x40 single, cat#: 00111214001 lot#: 78034369 palacos r 1x40 single, cat#: 00111214001 lot#: 78154382 natural tibia trabecular metal two-peg porous fixed bearing left size e, cat# 42530007101 lot#: 62490335 all poly patella cemented 32 mm diameter, cat#: 42540000032 lot#: 62490335 femur cemented cruciate retaining (cr) standard left size 7, cat#: 42502606201 lot#: 62611053. Customer has indicated that the product will not be returned [unknown location] to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2016-00060 and 0001822565-2017-06755.

Event description:
It was reported that the patient underwent a total knee revision approximately two (2) years post-implantation due to pain, loosening and arthrofibrosis. Attempts have been made and additional information on the reported event is unavailable.